Manufacturer narrative:
The customer was calling to order a new cable.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the inner cable was not turning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.